Event description:
I had a pre surgery covid nasal swab test done. On (B)(6) 2021, they didn't ask any questions. Stuck it in my nose pretty far. Symptoms: nose sensitive. Hissing in both ears very loud. And onset of headache. Sore nose after the covid test was done. I noticed I was starting to get a headache. I'm a person with a rare condition and sight, smell, hearing are triggers that can set of a migraine in seconds. I didn't think much of the test. It was quick, easy. But then the side effects started. By the time I got home I had loud hissing in both ears. I am a person with severe tinnitus but mine is 24/7 multiple tones like ringing and crickets. The hissing was completely new symptom. It lasted for 3 hours then thankfully went away. My nose became very sensitive, it felt like it was rubbed raw and like I got hit in the nose. I washed my face with water applied ice. After 6 hours all symptoms went away except my nose being sensitive irritated inside. It hurts to wear my glasses even today (B)(6) 2021. I've had a pre surgery covid test done before, thru the mouth no issues at all. My first test was done for an ear surgery at (B)(6) hospital. I walked in they swabbed my throat I walked out fine. Negative result. This time my test was done for a gynecology surgery at a (B)(6) tent set up in (B)(6). We pulled up. She stuck it in my nose straight back twisted it. Stuck it in the other side twisted it and done. It's about a ten minute drive home. During the ride back was when I first started noticing symptoms. I am listed as a highly sensitive person to medication and procedures that can spike or cause episodes of my condition. Knowing I am a person highly sensitive. I believe they should have requested a mouth swab not a nose swab. One, they already knew I had no issues with that test. Nothing caused any reactions. Two, no one asked any questions before doing the swab through the nose just my name and date of birth. FDA safety report ID # (B)(4).